Manufacturer narrative:
Age is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the system controller was exchanged due to low voltage alarms, a kink in the white power cable, and inability to transmit data to the system monitor. Log file review following controller exchange captured the new controller operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: broken wires (one of the communication lines and rosc line) and a green substance in both cables were confirmed. The reported event of low voltage alarms and inability to transmit data to the system monitor was confirmed during the evaluation of the returned system controller serial number (B)(6). Visual inspection revealed the system controller was in used condition. There were several kinked areas in the power cables. The system controller was connected to a test power module patient cable, test power module and a test system monitor. The system monitor displayed a ¿not receiving data¿ message. The system controller power cables outer insulation was removed and a green substance in both cables was observed. The green liquid substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction. The power cables were further evaluated and a broken/severed orange wire in the white power cable was confirmed. The wire reparents one of the communication lines. The evaluation of the black power cable revealed a compromised/damage insulation of the brown wire. The wire represents the rsoc (relative state of charge) signal. The compromised insulation has the potential to result in an electrical contact/short between the rsoc line and the cable shield which will trigger the low voltage alarm when powered by an ac power source (mobile power unit or power module). A test power cables were installed and the system controller was able to communicate with the test system monitor. The data log files were successfully retrieved. The event log file contained data recorded from september 18 to september 26, 2022. The system maintained the set speed with no interruptions; however, there were intermittent low voltage alarms while the system controller was connected to an mpu. The voltage levels indicated that the alarms were associated with the rsoc signals/lines. The periodic log file contained events captured from september 15 to september 26, 2022. The recorded data did not add any new information regarding the reported event. In conclusion, the reported event (low voltage alarms and communication issue) was a result of inner conductors breakdown which appeared to be related to wear and tear due to repetitive lead flexing during use. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook , rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms, including driveline power fault and backup battery fault alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to hm3 instructions for use document section 8 ¿equipment storage and care: the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ no further information was provided. The manufacturer is closing the file on this event.